Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120mg/dl to 160 mg/dl. The blood glucose testing is performed by the customer twice daily. The customer reported symptoms of dry mouth and tiredness, but these have been ongoing since before she started using the trueresult meter. The customer got the meter from her friend due to losing her meter about three days ago. She has already been prescribed medication from her physician for these symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking medication to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 340 mg/dl and 311 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.